Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Note that the IFU states ¿the incidence of complications increases significantly with indwelling periods longer than 72 hours."

Event description:
It was reported that balloon detached from the catheter after about 2 weeks of use. When the catheter was removed from the patient the balloon was found detached. It is unknown when the catheter was inserted but the customer commented that the catheter had been used for about 2 weeks. The customer commented that there is a possibility that the missing balloon remained in the patient body, but there were no patient complications. The patient status was well and the patient was discharged from the hospital.